Event description:
Customer reported that the insulin pump's drive support cap was sticking out and he pushed it back in. Customer reported that afterward, he could feel the insulin delivering. Customer also reported that the insulin pump's reservoir compartment was cracked. Customer did not recall any significant events leading to the insulin pump's damage. Customer was advised to discontinue use of the insulin pump. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.